Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) and the controller were not returned for evaluation. Log file analysis revealed a motor start event on (B)(6) 2021 at 12:29:54 followed by a manual vad stop event at 12:31:59. A vad disconnect alarm was logged at 12:54:23 and was cleared at 12:54:24. A second motor start event was then logged at 12:54:30. Based on the available information, the vad disconnect alarm was most likely a false alarm. Although the speed recorded at the onset of the vad disconnect alarm was below the set speed, it was likely that the speed decreased from above the set speed of 1800 revolutions per minute (rpm) in the short period of time between the detection of the alarm and the logging of the pump parameters while the pump was being restarted. This indicates that a possible loss of synchronization of commutation occurred. Commutation is the process of switching winding current to generate motion. If the pump rotational speed drifts higher than the speed set-point, the motor voltage will decrease to achieve the desired speed. However, if there is no change to the speed (speed reading remains frozen), the voltage will continue to decrease to zero. This likely caused the current to decrease to zero, triggering a vad disconnect alarm, even if the driveline was still physically connected to the controller. As a result, the reported event was confirmed. A possible root cause of the reported event can be attributed to a loss of synchronization of commutation, leading to false vad disconnect alarms. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿ controller 2.0, model #: 1420, catalog #: 1420, expiration date: 31-dec-2021, serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 01-dec-2020 . Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the ventricular assist device (vad) was implanted, the vad was turned on at 1800 rpm, then a vad stop alarm appeared and cleared on its own. It was noted that the rpm decreased until it went back to 1800 rpm and stabilized. The vad and controller remain in use. No patient complications have been reported as a result of this event.